Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose ranged from 200-300 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy.